Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site. The symptoms first appeared between (B)(6) 2025. The sensor had to be removed because of infection.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2025 and the symptoms first began between the day of insertion and (B)(6) 2025. The patient consulted hcp who inspected the site and decided to remove the sensor. No medication was prescribed. The sensor was thrown away by the nurse and hence it could not be requested to be sent back for further analysis. The patient has scheduled an appointment for re-insertion to continue using eversense e3 cgm system. This incident does not require further investigation.